Manufacturer narrative:
(B)(4). Date sent: 03/28/2023. D4: batch # 881a71. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ecs29b device arrived with no apparent damage. The breakaway washer was present, cut, and the device was void of staples. Further analysis of the device showed that the trocar was damaged. However, the anvil was installed onto the trocar without any difficulties. In addition, the device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. This defect has been correlated to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number 881a71, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the product was opened in the sterile field. Scrub nurse noticed that the anvil was a little difficult to remove from the spike compared to normal. Anvil was placed inside the colon and gun entered up the anus, spike was produced through the colon, but they could not reattach the anvil onto the spike. They had to remove the anvil from the patient and therefore remove a further piece of colon. They opened a second gun with a different lot number and noticed that the anvil from the second gun would go on to the spike of the original gun no problem and the anvil from the original gun would go onto the second gun they opened no problem as well. They used the second anvil and the original gun and this worked perfectly and the patient is recovering fine. They have kept both guns and both anvils for testing. The anvil from lot x95l4v was fired with the gun from lot x95d6y procedure: low anterior resection.